Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d8, h4. Based on the results of the investigation, the device was not returned to olympus for evaluation and the customer's allegation of ¿no image¿ and ¿b30 error¿ were not confirmed. The root cause could not be identified. Additionally, it was stated by olympus technical center (tac) that the ¿endoscopy image was good¿ and the ¿olympus settings were correct¿. The issue was determined to be with a non-olympus device. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his imaging failure. During the call, the customer noted that the lack of image was only occurring in conjunction with using the 3rd party monitor. He confirmed that the endoscopy image was good. Tac advised reaching out to the 3rd party company to resolve the display issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during procedure preparation. There was no patient harm reported as a result of this event.